Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self testing. (B)(4).

Event description:
Covidien received information that he 840 ventilator had graphical user interface (gui) problem and locked up. The ventilator was not in use on a patient at the time the malfunction occurred.